Event description:
A medtronic representative reported synergy cranial unexpectedly exited while in the planning stages of the software. The site was able to re-enter the software and the plans remained. This was a report from a site, outside the surgical arena. There was no patient present.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The software version on the system was upgraded for issue resolution.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Medtronic representative at the site was unable to replicate the reported behavior.